Manufacturer narrative:
The suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Event description:
It was reported to vyaire medical that the ltv 1200 was on a patient when the full display led's went black. The unit continued to ventilate so no harm was reported and the unit was swapped with a working one.

Manufacturer narrative:
Result of investigation: unable to reproduce complaint. Ventilator meet all factory specification and standard. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.